Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified tool marking and dents, on the front and back of the outer case. The device memory was reviewed. Th last device shock had been delivered on november 4, 2015, prior to charge time exceeded faults (fc1007). This last shock exhibited a charge time of 3.7 seconds and a shorted lead condition fault. The fc1003 (battery low voltage fault) was recorded five days later on november 9, 2015. The device had been programmed to monitor only, at explant on november 12, 2015. Laboratory testing confirmed normal pacing pulses from the device during analysis. The outer case was then removed exposing internal components. Extensive electrical overstress and a blown plasma fuse were then confirmed. No further analysis was performed. It is suspected that the heat sensation reported by the patient was the result of excessive charging. Additionally, boston scientific does confirm, the fc1003 alert was the result of excessive device charging during a short duration and would represent normal operation.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during clinical follow-up on account of a delivered shock, interrogation of this device illustrated a fault code 1007; indicative of an exceeded capacitor charge time. Additionally, the patient reported an overheated sensation from the device post-shock. At this time, the device has been scheduled for removal. No further adverse effects have been reported. Subsequently, the device was explanted and replaced; no reported adverse patient effects during the replacement procedure. The field representative confirmed the explanted unit is intended to be returned for analysis. Additionally, the field representative reported an additional fault code (1003) exhibited during the replacement procedure.